Manufacturer narrative:
Section b b1/b2: this section corrected as it was omitted at the initial submission. The device investigation has been completed and the results are as follows: device history record: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product: n/a - as the complaint cannot be replicated, and there were no nonconformities identified. Returned sample: the returned implant was visually inspected and verified to be an inclusive tapered implant 3.7 x 10 mm implant using the radiographic template. No defect or non-conformity was observed on the implant. However, there was hair and dust collected on the threads of the implant. Investigation results: the returned part was inspected and evaluated visually and in comparison with the DHR. No evidence indicates that the failed implant was defective as packaged. Root cause: although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Manufacturer narrative:
The dentist reported that the implant placed at tooth location #18 failed. The most likely cause for this incident was reported to be failure to osseointegrate. No adverse events or serious injury was attributed to this incident. The patient is reported to be doing fine. Also, no abnormalities were observed with the implant itself. The DHR was reviewed based on the provided lot number and no discrepancies were noted in any of the processes involved in the manufacturing of the implant itself. The complaint part is yet to be returned for evaluation and investigation. More results will be available upon completion of the evaluation and investigation of the returned part. However, failure to osseointegrate is a well- known and well documented inherent risk of the implant procedure and is not caused by the implant itself.

Event description:
It was reported by the dentist that the implant failed to osseointegrate. The implant was placed in tooth location #18 and patient had type ii bone. It was stated that the implant was removed due to pain and the pain subsided after removal of the implant. However, the patient is reported to be doing fine without any adverse events. Also, no abnormalities were reported with the implant itself.